Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Functional testing confirmed the device would not stay powered on when connected to the original battery pack, but did power on and function normally when connected to the lab battery pack. Visual inspection of the interior of the battery pack found one of the batteries had leaked and crystalized on the terminal. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that during the surgery, this complaint product didn't work. It was found that the battery was leaking. There was no harm, and delay was less than 15 minutes. An alternate device was available to complete the procedure. No adverse events have been reported as a result of the malfunction.